Event description:
It was reported that one year and 145 days post a coronary drug eluting stenting treatment procedure, the patient experienced thrombosis. The patient presented for the initial procedure with prolonged severe chest pain and borderline troponin. The pain was unrelieved with nitroglycerin, aspirin and morphine. Coronary intervention was performed on a lesion located in the mid left anterior descending (lad) artery. The vessel was not tortuous. The de novo 3.5x9mm lesion was 90% stenosed, eccentric and not calcified. Through the right femoral artery, a 7 french sheath was inserted. A non boston scientific (bsc) guide catheter and guidewire were inserted and advanced to the lad. The lesion was not predilated. A 3.5x16mm taxus express2 drug eluting stent was "manipulated across the lesion in the mid lad with minimal difficulty". The stent was deployed at 14 atm for 40 seconds. The stent was post dilated using a 3.5x15mm quantum balloon inflated to 16 atm. Final angioplasty showed there was "essentially 0% residual with no linear defects and filling defects suggestive of thrombus or dissection." The patient was transferred back to recovery room in good condition with minimal residual chest pain. The patient "will be treated with antiplatelet agents, beta blockers and medical therapy". One year and 145 days later, the patient presented with severe substenal chest pain with no specific EKG changes. His pain was unrelieved with nitrates. The patient had "severe subtotal occlusion of the lad stent with a large volume of thrombus and ongoing pain". It was elected to place an intra aortic balloon pump (iabp), however, even with the balloon pump placement, the patient continued to have chest pain that was relentless and he was transferred for emergent coronary artery bypass grafting. Per left ventricular cineangiography the ejection fraction was estimated at 60% with slight inferior hypokinesis. It was reported that the patient was taking plavix, but it had been stopped two days prior to the thrombosis. The patient underwent coronary artery bypass grafting (CABG) times three: the lima in situ to the lad, saphenous vein graft to the posterior descending artery (pda), and saphenous vein graft to the obtuse marginal. "The patient tolerated the procedure very well and will go to the intensive care unit in stable condition." Following the procedure the patient was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.